Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain has not reduced') and device dislocation ('re did the essure on left side, the coil move after the first check up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: 3 months after essure insertion had check up and everything was blocked. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and headache ("headache") and was found to have a pregnancy with contraceptive device ("I got pregnant, had my baby"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, headache, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event pelvic pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.